Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 4 months after two dental implants were installed in intraoral regions #19 and #30 it was verified their non-osseointegration. A 20 ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii.